Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller was contacted by an hcp regarding a patient that was implanted 6 months ago. The patient complained that when they went into stores such as (B)(6) or (B)(6) they would feel a shocking sensation as soon as they walked through the door. The caller confirmed that they did not have patient information, and that the patient only felt shocking sensation for the first few seconds when entering these stores. The caller did not have any more information. No further complications were reported.